Event description:
Customer reported that he was walking on the highway and he passed out due to unexplained low blood glucose. Paramedics where called and she was taken to the emergency room and hospitalized. The blood glucose reading was 21 mg/dl at the time the paramedics arrived. Customer stated that he is brittle diabetic and has a long history of issues with low and high blood glucose they fluctuate from 21 to 1055 mg/dl. Customer stated that he had a few times that he was unconscious and had gone into coma due to low blood glucose. Customer stated that one time he had to be handcuffed to a wheelchair due to insulin reaction. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.